Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power up. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found that the system was not fully powering up during the shutter filter inspection. To resolve the issue fse performed software reinstallation as per the azurion system troubleshooting tree and restoring the system with a backup usb. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.